Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was an infection. The patient was going to get an MRI and they thought that the MRI was related to the device therapy. They confirmed the controller was in MRI safe mode with the patient programmer. The patient had an infection since (B)(6) 2015. Perioperative antibiotics were administered. The date onset/diagnosis of the infection was (B)(6) 2015. The patient did not have meningitis. Sings and symptoms of the infection included pain. The primary location of the infection was the device pocket. It was unknown if there was a culture obtained. IV antibiotics were used for treatment instituted for the infection. It was unknown what the patient outcome was. The patient was avid hunter and had a history of post-operative infection. It was noted the patient had diabetes and chronic infection, osteomyelitis, prior to implantation of the device. Then, as a result of the event, there was an explant. No alleged product issue. The patient was sent to the emergency room by the healthcare provider (hcp) due to the patient complaint of severe vomiting. The hospitalist noted they couldn¿t rule out bacterial meningitis subsequently the stimulator was explanted. The device would be replaced in the future. No diagnostic testing or troubleshooting was performed. The patient was on high dose antibiotics. Patient status at the time of the report was alive, no injury. If additional information is received, a follow-up report will be sent.